Event description:
It was reported that the ilet issued an unable to proceed alert during supply changes and repeatedly during fill tubing despite multiple supply changes, a successful dry run to 120 units, and a device restart; the event corresponded with a delivery motor communication issue and a device malfunction alarm. No reported clinical symptoms. Outcomes included no impact to the user¿s health and no required medical intervention. Investigation included a review of device performance and troubleshooting actions performed with the user. Investigation of this case revealed a communication fault related to the delivery motor that persisted after restart and supply replacement. It was concluded that the device malfunctioned due to an internal communication failure within the delivery mechanism.

Manufacturer narrative:
Investigation findings: the device was powered on an the motor was able to both prime and rewind without issue during troubleshooting. Due to the issue being intermittent, it is likely an issue with the device mainboard. No evidence of liquid damage was found.